Event description:
Litigation papers allege the following: after his surgery, patient began suffering pain in his hip. Patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. ***update*** 6/29/2011 plaintiff's preliminary disclosure (ppd) form received (B)(4) 2011. Changed unk asr hip to asr cup added femoral head product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.